Event description:
It was reported that during a low anterior resection, the jaw could not open at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/12/2008. Info anticipated, but unavailable at this time.